Manufacturer narrative:
(B)(4) the customer provided one photo for evaluation. The reported complaint was able to be confirmed by the photo. The customer also returned one unit of 528235 visistat 35w 6/box for investigation. The individual returned unit was an unopened sample in its original packaging. The packaging of the returned unit was observed to be damaged, with cracking near the tip of the device where the staples are ejected. Deformation of the packaging was also observed. The sterile barrier of the returned sample is compromised due to the packaging damage. A device history record review was performed and no relevant findings were identified. The complaint has been confirmed. A CAPA was opened to address this issue. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that during incoming inspection, the package was found broken. Involved (B)(4). "All of the defects found during the same exact inspection at the same time. The outer box was not damaged." No patient involvement.

Manufacturer narrative:
Qn# (B)(4). Per DHR the product visistat 35w 6/box lot # 73g2200159 was manufactured on 07/04/2022 a total of (B)(4) pieces. Lot was released on 07/19/2022. DHR investigation did not show issues related to complaint.

Event description:
It was reported that during incoming inspection, the package was found broken. Involved 93 pieces. "All of the defects found during the same exact inspection at the same time. The outer box was not damaged." No patient involvement.